Event description:
Reporter alleged obtaining discrepant back to back blood glucose results in the 300-399 mg/dl range, in the 200-299 mg/dl range and in the 150-159 mg/dl range when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.